Event description:
"Not sensing the pt pendant. Release pca button-changed x2 continued to read same error. Medication wasted." Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the setup of the infusion device. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. A follow-up with the risk mgr and the biomedical engineer revealed no new info.